Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that one bd¿ precisionglide¿ needles had coring. The following information was provided by the initial reporter, translated from portuguese: the needle is coring the chemotherapy vial's rubber, and consequently the rubber gets inside the chemotherapy vial or the manipulated bag.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that one bd¿ precisionglide¿ needles had coring. The following information was provided by the initial reporter, translated from portuguese: the needle is coring the chemotherapy vial's rubber, and consequently the rubber gets inside the chemotherapy vial or the manipulated bag.